Manufacturer narrative:
Investigation: two loose 3ml syringes without any packaging were received and visually evaluated. The syringes had labels attached indicating medication ¿lido + epi¿ and dates 8/27 and 9/10/2019. Both syringes had cracks in their barrel walls outside the scale markings. The cracks extended along the length of the barrel from the luer collar to approximately 1ml marking on one syringe and to 2-1/2 ml marking on the other syringe.furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Per verbatim the devices cracked during use. It is difficult to tell what the root cause for the barrel cracking during use may be. It is possible manufacturing process, such as improper assembly, contributed to the later failure of the devices. It is also unknown how the devices were handled during preparation for use which may have contributed to the failure. No corrective actions are necessary based on the defective rate identified. Batch 9105845 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd syringe w/ luer-lok¿ tip cracked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: 9105845. It was reported that one syringe cracked. One syringe cracked yesterday, (B)(6) 2019. The other was (B)(6) 2019. Our lead physician did mention to me on 8/27/19 that this had happened a couple of times before but I was not alerted to it. Per customer response 9/13/2019: we believe these two instruments cracked during use. They were drawn appropriately and then began to ¿squirt¿ out the side when the physician was injecting the medication (lido + epi 1%). This was embarrassing to the physicians in the room and we had no confirmation of exactly how much was injected. There is no harm to the patient, but not ideal. In both cases, the physician took another syringe to inject the remaining amount they felt the patient needed for the procedure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe w/ luer-lok¿ tip cracked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: 9105845 it was reported that one syringe cracked. One syringe cracked yesterday, (B)(6) 2019. The other was (B)(6) 2019. Our lead physician did mention to me on (B)(6) 2019 that this had happened a couple of times before but I was not alerted to it. Per customer response (B)(6) 2019: we believe these two instruments cracked during use. They were drawn appropriately and then began to ¿squirt¿ out the side when the physician was injecting the medication (lido + epi 1%). This was embarrassing to the physicians in the room and we had no confirmation of exactly how much was injected. There is no harm to the patient, but not ideal. In both cases, the physician took another syringe to inject the remaining amount they felt the patient needed for the procedure.